Event description:
It was reported to philips that the system displayed a safety line active message and had problems with the sibbox unit. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed as planned. Customer reported to philips that the issue with system interface box. As part of troubleshooting, the field service engineer (fse) reviewed the log files and found user warning as safety line active after starting. The cause of the sib failure could not be conclusively determined by the supplier's part analysis, however, replacement of system interface box by the fse has resolved the issue. Upon replacement, the fse has reloaded the software and tested the system, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported system interface box issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.